Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted.

Event description:
It was reported from (B)(6) that during an embolization treatment of an aneurysm, the coil was stretched and then prematurely detached. The coil detached from the deliver pusher. It broke at the distal end. The entire system was moved. No portion of the device was left behind. No intervention was taken. There was no reported patient injury.